Event description:
Pt experienced discomfort while standing at shop counter. Emergency room x-rays indicated stem had fractured. Revision case performed, to replace stem and liner (10 deg). The 64mm psl cup was left intact.